Event description:
It was reported that during a laparoscopic colon procedure, when the surgeon tried to apply the clips, the clips were not fired. So surgeon changed the device with a new one and carried out the operation without adverse consequences for the patient.

Event description:
Customer reportedly received results of lo (less than 10 mg/dl) and 229 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.